Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 16, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A materials manager reported that the footswitch cable was working intermittently, before a procedure. There was no patient involvement.